Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed that the cable tie was broken causing the monitor cable to become dislodged. The stm turned off the iabp unit to seat the monitor cable correctly and removed and replaced the broken cable tie. Unrelated to the reported issue, the stm replaced the safety disk and tidal disk due to overage of cycle count. The stm then performed all calibration, functional and safety tests which passed per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown. There was no patient harm and no adverse event was reported.